Event description:
It was reported that during a mid-proximal, de novo, heavily calcified, concentric, 90% stenosed, heavily tortuous reported as almost 90 degree angle, left anterior descending (lad) artery stenting procedure, a xience prime (xp) stent delivery catheter (sds) was advanced without pre-dilatation. The xp sds crossed the lesion and the balloon was inflated to 10 atmospheres (atms) to implant the stent. After the deflation, there was difficulty removing the balloon from the not fully expanded stent. Reportedly, the stent did not fully expand due to the heavy calcification and heavy tortuosity. The balloon was inflated and deflated four times (12, 14, 16, and 18 atms) and the balloon was finally able to be removed from the patients anatomy. When the xience prime sds was removed the stent was fully apposed to the vessel wall and no intervention was needed to appose the stent. After the balloon dilatation, there was a dissection found distal to the xp stent. Another non-abbott stent was used to successfully treat the dissection. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). No-predilatation. Evaluation summary: the device was returned for evaluation. Difficult/partial deployment could not be confirmed. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the percutaneous ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, it is possible that the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product deficiency.